Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Product analysis: the device was returned and evaluated by product analysis on 06/17/2016 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. No damage or defect was found to the keypad circuit. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue: it was reported the keypad was unresponsive when trying to navigate the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.